Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, because "there appeared to be a space near the left coronary ostium." It was not felt safe to continue, so the valve was removed. No other details were provided. Info learned through the operative report.